Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, after two successful seals using the device it stopped sealing as there were no evidence of energy delivery noted. Another new similar device was connected to the same generator and it worked properly which completed the procedure. There was no patient injury.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, after two proper activation of the device it stopped sealing. Another new similar device was connected to the same generator and it worked properly which completed the procedure. There was no patient injury.